Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer attempted to changed pump supplies to address the issue; however during troubleshooting, the customer was able to resolve the occlusions with changing their cartridge. There was no reported adverse impact to the customer¿s blood glucose level.